Event description:
The following info was reported: the device would not pullback to button #2. The deployer said that he was not able to fully depress button #1. The device was then removed and manual pressure was applied for 15 minutes. The pt was not hospitalized. Procedure: coronary. Stick location: common femoral artery.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1419202) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.